Event description:
The customer reports the ventilator intermittantly will not cycle. There was no pt involvement or injury. Currently the biomed cannot reproduce the reported problem. There are no ventilator settings available at this time. The alarm status is unk. The biomed's investigation is ongoing.